Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Journal article review: the study was performed over a five-year period to include 82 patients that had presented with an embedded ivc filter complicated by fractured fragments. There were 27 men and 55 women mean age of 47 years. A total of 185 filter fracture fragments were identified based on the CT scans or intravascular ultrasound. Among the 82 ivc filters deployed, multiple manufacturers of filters were included in the study; bard, cook, argon, aln, cordis, and boston scientific. Bard¿s ivc filters in the study were identified as: recovery, g2, g2x, eclipse, meridian, denali, and simon nitinol. The journal article provided an overall view of filter fragments that were identified in the ivc, pulmonary artery, renal, and in the heart. Of the identified 185 filter fragments a total number of 87 filter fragment removal attempts were made. 78 filter fragments were successfully removed, and nine filter fragments could not be removed for an 89.7% success rate. Of the 98 other filter fragments identified no reported attempts were made to retrieve them. There was one reported complication of the cardiac tapenade that was successfully treated. Kesselman, a., hoang, n., sheu, a., kuo, w. (2018). Endovascular removal of fractured inferior vena cava filter fragments: 5-year registry data with prospective outcomes on retained fragments. Journal of vascular and interventional radiology, 29 (6), 758-764. Https://doi.org/10.1016/j.jvir.2018.01.786. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. (B)(4).

Event description:
It was reported in an article in journal of vascular and interventional radiology titled 'endovascular removal of fractured inferior vena cava filter fragments: 5-year registry data with prospective outcomes on retained fragments' that the study was performed over a five-year period to include patients that had presented with an embedded ivc filter detached fragments. The ivc filter detached fragments were identified from CT scans and/or intravascular ultrasound. The journal article reported an 89.7% success rate for removal of the filter fragments. There was one reported complication of the cardiac tapenade that was successfully treated.